Event description:
It was reported that pump malfunction occurred after pump became wet under cartridge and screen cracked, suggesting pump had been dropped, and pump displayed non-resettable malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode before return, to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and to return malfunctioning pump using prepaid label within specified time frame, which customer understood and acknowledged.